Event description:
Plasmablade unable to coag larger bleeders. Device worked on small bleeders but not large bleeders.

Manufacturer narrative:
(B)(4). Testing performed: visual inspection device: plasmablade 3.0s, product: (B)(4), lot: 55716, qty:1. Device was enclosed in brown shipper bag. No packing peanuts or bubble wrap were enclosed in the shipper bag. Device and (B)(4) lid was in biohazard bag. (B)(4) lid showed lot number and confirmed with the lot number listed in (B)(4). Device appears to be used. Some dried blood on electrode and wiring. All activation buttons have a normal tactile feel. (B)(4). Device was activated for (B)(4) on coag setting (B)(4) with excellent cutting performance. Device was activated for (B)(4) on cut setting (B)(4) and coag (B)(4) and then coag (B)(4) with excellent cutting performance. This represents the cut and coag settings from the complaint. No intermittent performance displayed. Complaint not confirmed for device. Investigation conclusion: the complaint could not be confirmed because the device performed as intended. The device responded normally for all activations and was able to produce acceptable performance based on the product specification requirements for "on-time". No failures found. No corrective action will be taken at this time. Complaint will be monitored for future instances.(B)(4).

Manufacturer narrative:
(B)(4): product received by manufacturer and pending inspection. (B)(4).

Event description:
Plasmablade unable to coag larger bleeders. Device worked on small bleeders but not large bleeders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.